Manufacturer narrative:
(B)(4)

Event description:
Procedure type: hernia. According to the reporter: the balloon tip did not display. There was no extension of operating room time.

Manufacturer narrative:
(B)(4).